Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a quick bolus delivery confirmation became frozen on the pump screen and the customer was unable to clear it. At the time of the report with tandem technical support the notification had cleared and the customer was able to resume insulin delivery. Customer's blood glucose level was 223 mg/dl.